Manufacturer narrative:
The reason for this revision surgery was the glenoid disassociated from the baseplate. The in-vivo length of service for the patient's implant was 7.5 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. The root cause of this event was the patient had a traumatic event. The nature of the trauma event was not specified. The complaint also outlined additional issues that may have been contributory to the event, on initial MDR. No further action is required or deemed necessary at this time. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the glenoshpere having disassociated form the baseplate by a traumatic event. There was also major poly wear due to the baseplate being placed too superiorly and there was impingement on the inferior glenoid.